Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and calcified right coronary artery. The lesion was pre-dilated. This 4.00x32mm promus element stent delivery system was selected and was advanced to the lesion; however, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed stent damage. The stent struts were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. All outer diameter measurements were within specification. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).